Manufacturer narrative:
Investigation under iaca m04-04 is ongoing. (B)(4). Evaluation results: (other): visual inspection of the lens showed a small piece of the lens was returned and unable to evaluate.

Event description:
The surgeon attempted to implant a collamer lens model cc4204bf and was damaged. The lens was not implanted and there was no patient contact. It is unknown if there was a product malfunction.